Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Customer's blood glucose (bg) level was 492 mg/dl; cause was unknown. A correction bolus was delivered via the pump and a supply change was performed to address bg. Reportedly, customer required assistance from spouse to administer a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.